Manufacturer narrative:
Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2014 due to low vaulting and a refractive surprise. The lens was exchanged for a longer/high power lens and the problem was resolved. The patient;s last ucva was 20/14.